Event description:
It was reported that biogx sars-cov-2 osr for bd max system reported erroneous results. 3 patient samples tested positive. The samples were repeated using a different test method and the results were negative. The erroneous results were not reported out. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: investigation inv-20-plc-157 was completed on 2020-06-16. It concerned three discrepant results obtained with bd biogx sars cov-2 reagent for bd max¿ assay, used in combination with the bd max¿ exk¿ tna-3 kit lot 0114410, compared to an alternative method (aries, luminex). It consisted in verification of the complaints history, as well as verification of the manufacturing and customer data. The complaints history showed no other complaint on bd max¿ exk¿ tna-3 kit lot 0114410. In the last twelve months, 10 other complaints were received concerning a similar issue (discrepant results) with the bd max¿ exk¿ tna-3 and the bd biogx sars-cov-assays, most likely caused by the limit of detection of the partner¿s kit or the alternative method. Customer¿s data analysis showed that the discrepant results were linked to samples at the limit of detection of the biogx assay. Since the internal controls were comparable to the other samples in the same run, the extraction process by the bd max¿ exk¿ tna-3 was not suspected for the three discrepant samples obtained. Therefore, retain material testing would not provide more information than what is available from the final qc test and was not tested. Moreover, this is an open system assay, without primers and probes to verify positive targets in our facility, and the customer uses a master mix produced by a different manufacturer site. Without this master mix, retain material testing would not provide additional information for the current issue. Overall, the investigation suggests that discrepant samples were sars-cov-2 positive for n1 and/or n2 targets that were at loads near the limit of detection of the bd biogx sars-cov2 reagents assay. This explains why they were not detected by the alternative method or when retested. The bd max¿ exk¿ tna-3 assay is not suspected to be the cause of the customer issue since the internal controls of all samples tested alongside the discrepant samples were comparable. Update risk management file: no update performed by bd since bd does not own the product risk management file since the product is manufactured by a partner (biogx). This product is available on the market with the FDA emergency use authorization. The root cause was found as samples loaded with targeted dna near the limit of detection of the assay. There is no complaint trend related to discrepant results with the biogx sars-cov-2 osr for bd max system lot k20-116. Biogx product manufacturer did not initiate a preventive and corrective action plan (CAPA). H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that biogx sars-cov-2 osr for bd max system reported erroneous results. 3 patient samples tested positive. The samples were repeated using a different test method and the results were negative. The erroneous results were not reported out. No patient impact reported